Event description:
During neurosurgery at the user facility, it was reported that the core sumex drill did not cut straight and heated up leading to a burn on the thumb of the surgeon. The burn was described as a minor and mild, 1st degree burn that was small in size, and that required no ointment, additional treatment, or follow up. It was reported that the surgeon stopped using the device as soon as he felt the heat through his gloves. After changing gloves, the surgeon went on to complete the procedure. No medical intervention and no clinically significant delay were reported. A backup device was used to successfully complete the case. It was reported that there was no harm to the patient.

Manufacturer narrative:
Serial number: unknown. The customer reported ¿(B)(4)¿ as a serial/lot number for this device. However, this is not a valid stryker serial number for a core sumex drill. The reported events could not be confirmed since the product was not returned for evaluation. Since a device evaluation could not be performed due to the product not being returned for evaluation, no root cause investigation was performed.

Event description:
During neurosurgery at the user facility, it was reported that the core sumex drill did not cut straight and heated up leading to a burn on the thumb of the surgeon. The burn was described as a minor and mild, 1st degree burn that was small in size, and that required no ointment, additional treatment, or follow up. It was reported that the surgeon stopped using the device as soon as he felt the heat through his gloves. After changing gloves, the surgeon went on to complete the procedure. No medical intervention and no clinically significant delay were reported. A backup device was used to successfully complete the case. It was reported that there was no harm to the patient.

Manufacturer narrative:
Device return expected, but not yet received. A follow-up will be submitted once the device is received and the quality investigation is complete. Device return expected, but not yet received.